Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing had fell apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the short attachment device, it was determined that the bearing of the device was damaged, the nose tube of the device was bent/damaged, the etching on the device was illegible, and the color band was chipping/fading. It was noted that the extension sleeve was damaged, the ball bearing had fell apart, the color ring was missing, and the label was missing. It was further determined that the device failed pretest for temperature, cutter insertion, and visual assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.